Manufacturer narrative:
Batch review performed on 27-dec-2019. Lot 189539: (B)(4) items manufactured and released on 11-mar-2019. Expiration date: 24.02.2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in, one month after primary surgery, due to signs of infection, the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.